Event description:
Boston scientific was notified that 10 micrus coils and 1 gdc coil were deteached in a p-comm aneurysm. Upon withdrawal of the excelsior catheter, a loop of coil was pulled out with the catheter tip. The loop of coil appeared to be "attached" to the tip of the catheter. A guidewire had to be used to push the loop out of the catheter. The pt suffered a severe spasm induced in the carotid. No surgery or add'l intervention was required. The pt's clinical outcome was described as 'ok'.